Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for other pain indications. The rep reported that the patient has not used their device in 5 years. An over discharge was alleged. The rep did an antenna locate and started a physician mode reset (pmr). There were no patient symptoms reported and no complications reported. Additional information was received from a rep on (B)(6) 2017.. The rep stated that the problem has been resolved. They are replacing the implantable neurostimulator (ins) with a new one. No further complications were reported/are anticipated.

Event description:
Additional information was received on 2017-06-02 reporting that the device was already replaced and that the explanted device had been discarded. The patient weight information was asked but was not available (na).